Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, multiple occlusion alarms occurred. The customer's blood glucose was elevated, however, a specific value was not provided. Reportedly, the customer declined to provide additional information and declined troubleshooting.